Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The patient presented with a totally occluded proximal left anterior descending (lad) artery. A non bsc guidewie was placed and the lesion was pre-dilated with a 2.5 x 15 mm emerge balloon. A 3.0 x 20 mm synergy stent was successfully delivered and deployed. Post dilatation was performed with a 3.5 x 8 nc emerge balloon. The patient left the cardiac catheterization lab (cath lab) stable and comfortable. Seven hours later, the patient returned to the cath lab complaining of chest pain. Angiography revealed the stent had thrombus and was 100% occluded. Abciximab was administered. Flow was re-established with balloon catheters and a 3.5 x 24 mm promus premier stent was successfully delivered, deployed and post-dilated. Additionally, a 2.75 x 16 mm promus premier was successfully delivered and deployed distally. The procedure was deemed successful. The patient left the cath lab comfortable and the chest pain was resolved.